Event description:
It was reported that the patient underwent an implantable neurostimulator pocket revision. The stimulator had been moving around in the pocket. Additional information has been requested from the hcp, but was not available as of the date of this report.